Event description:
It was reported an external blood leak was observed originating from the blood leak detector of a prismaflex m150 set during continuous renal replacement therapy. Upon further inspection, the blood leak detector ruptured the membrane and the leak occurred. The volume of blood loss was not reported. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(6). H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. During visual inspection of the provided photographic samples, the access pod is observed to have leaked. The reported condition was not verified. The cause of the event is due to an out of specification component provided to the manufacturing plant already assembled by a baxter supplier. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted. Prismaflex st100 set c has been temporarily approved for use in the us under emergency use authorization (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic.